Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
External parts have been checked but no problems were reported.the user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Additional information: according to the currently available information, in situ measurements show fluctuating impedances and an increase of hi channels over time. Thus, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation took place in march 2018, but the device has not been received yet.

Event description:
Device malfunction. External parts have been checked but no problems were reported. The user has been re-implanted. .